Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A safe replacement window of 90 days was recommended by technical services (ts). The device will be replaced, but the date in which this procedure is going to be performed has yet to be confirmed. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A safe replacement window of 90 days was recommended by technical services (ts). The device will be replaced, but the date in which this procedure is going to be performed has yet to be confirmed. No adverse patient effects were reported. The device remains in service. Additional information was received. At this time, the device has not yet been explanted and remains in service. The date for the replacement procedure was set but it is going to be re-scheduled. No adverse patient effects were reported.